Event description:
It was reported that (1) device was used during a video assisted wedge. It was reported by the affiliate that the tsb45 instrument was used. There was leakage due to malformed staples. Another instrument was used to complete the case.